Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 03:00 am for a high blood glucose level of 333mg/dl. The customer stated that there were no significant events that could have led to the issue. Customer was not wearing the pump at the time of emergency room visit. The customer declined trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.